Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was 500 mg/dl the day prior. The customer also reported inaccurate readings with their sensor glucose and blood glucose. The customer stated their sensor glucose was 76 mg/dl and their blood glucose was 151 mg/dl. The customer also reported they were not alerted of their high blood glucose. Customer stated their blood glucose reached 450 mg/dl, but they were not alerted. Customer reported experiencing nausea and dizziness during this incident. Customer also reported a lost sensor alert with their sensor. The customer reported their sensor was bent upon removal from their body. The customer declined to return the insulin pump for analysis.